Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The device was hooked up to an inflation device containing water and the device leaked water from the distal tip. There is no damage to the balloon. The inner shaft has a puncture hole 24mm from the proximal markerband which is consistent with the damage that is seen caused by use of a guidewire. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous subclavian artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.